Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the stylet down the lead. The lead also exhibited unacceptable thresholds and sensing values possibly due to the lead length. The lead was no longer used and replaced. The patient was in stable condition before, during and post surgery.